Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device entered backup vvi mode. The device was explanted and replaced but was then discarded. The patient's condition is fine after the event.